Event description:
Additional information was received that indicated that the wand, handheld and flashcard were returned to the manufacturer for the evaluation. The battery was not returned with the wand so consequently, an analysis of the battery condition could not be performed. The wand's performance is directly impacted by the battery's condition. The site reported that the battery was replaced and the communication errors continued; it is unknown why the battery was not returned and why communication errors continued after site battery replacement. After a known good bench battery was installed, passing functional test results verified consistent communication of the wand. No anomaly was identified, which would adversely impact battery longevity. Continuity testing of the serial data cable and the battery cable passed. After the battery was installed, the programming wand performed according to functional specifications. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The serial cable adaptor was not returned with the handheld so a malfunction in the serial cable can not be ruled out. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device malfunction is suspected in the serial cable adaptor that was not return, but it did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the physician's programming system was not functioning properly. A company rep went to the site to troubleshoot the issue. When he attempted to interrogate a demo generator, an error message (not specified) was received. The connections were checked and appeared secure and the wand battery was changed, but the issue remained. The wand was exchanged for a known functioning wand. The interrogation was successful on the first attempt but was not able to interrogate after that. When the company rep used his programming system, he was able to interrogate the demo generator. Good faith attempts for product return have been unsuccessful to date.